Manufacturer narrative:
We have concluded our investigation into this report for product: 66001298 iodosorb ointment 4x10g. The product, intended to use in the treatment, was not returned for evaluation. As no sample was returned, a complaint sample inspection could not be performed. A samples pictures has been received which confirms separation. The lot number was not provided. Although a batch record review was performed for lot: bcb221, no issues were identified which can contribute to this event. Relationship between the reported event and the product could not established. A three-year complaint history review was completed. There have been other complaint found of similar issue which would not indicate a trend. According to IFU the product must not be stored above 25c / 77f. A definite root cause is not identified whereas, the most probable cause to the ointment separation is that product has been stored above the recommended. Temperature. However, it can be confirmed that each batch released to market undergoes full testing as outlined in the finished product specification, and must comply with all the requirements. The product met all specifications upon release into distribution. There have been no changes to the manufacturing process or raw materials used that may have caused or contributed to the incident highlighted in this complaint. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. Complaints of a similar nature will be closely monitored for any adverse trends and further action considered. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
We have concluded our investigation into this report for product 66001298 iodosorb ointment 4x10g. The product, intended to use in the treatment, was not returned for evaluation. As no sample was returned, a complaint sample inspection could not be performed. The lot number was not provided. Although a batch record review was performed for lot bcb221, no issues were identified which can contribute to this event. Relationship between the reported event and the product could not established. A three-year complaint history review was completed. There have been other complaint found of similar issue which would not indicate a trend. According to IFU the product must not be stored above 25c/77f. A definite root cause is not identified whereas, the most probable cause to the ointment separation is that product has been stored above the recommended. Temperature. However, it can be confirmed that each batch released to market undergoes full testing as outlined in the finished product specification, and must comply with all the requirements. The product met all specifications upon release into distribution. There have been no changes to the manufacturing process or raw materials used that may have caused or contributed to the incident highlighted in this complaint. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time.complaints of a similar nature will be closely monitored for any adverse trends and further action considered. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during inspection one tube that has the content separated also harder than usual, identified before procedure, dressing applied. No patient involved. Acticoat used as an alternative.